Manufacturer narrative:
(B)(4). Additional information was received from the customer on 07/02/2015.

Event description:
The customer stated that the pump was tested and found to be within specification. It will not be returned to baxter for service.

Event description:
It was reported that a spectrum pump dialed to deliver the programmed amount of neosynephrine during therapy (programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.